Event description:
It was reported to philips that the device fails operational check due to external paddles. There was no patient involvement.

Manufacturer narrative:
The field service engineer (fse), found the external paddles defective. The paddles need to be replaced. Upon conclusion of the evaluation. It was determined, that the paddles require replacement. They were replaced. The device passed testing and was put back into service.